Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Discarded, will not be returned.

Event description:
Patient reported having concerns with elevated blood glucose levels and the infusion headset is leaking. Patient stated insulin is leaking at the headset and is causing his blood glucose level to run high. Patient reported his blood glucose level was at 573 mg/dl prior to calling and he can smell insulin at the site. Patient also alleged a leaky infusion set form the same box and lot last week. Patient was able to self-treat; no outside assistance was needed. No adverse event reported. Requested return of the alleged infusion set for evaluation.